Manufacturer narrative:
Once device has been evaluated, a supplemental report will be submitted. No lot number information was provided for further investigation.

Event description:
It was reported that during an mis decompression that the bur broke. It was further reported that the bur stuck in the patient's nerve ending. It was reported that the surgeon pulled out the bur from the patient and repaired the nerve damage but it is unk by the surgeon whether the reported event will affect the patient's outcome.